Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the resolute integrity rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 16 years (taken from excel). In the past 12 months, the physician has used the resolute integrity stent 120 times. Four of the smallest (2.25 x 8 mm), 110 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 6 of the largest (4.0 x 38 mm) sizes of these stents were used. The following complications adverse events/effects were encountered in the using the resolute integrity product over the last 12 months: six restenosis of the stented artery events directly related to the device itself. These events were as a result of in stent restenosis. 5 of the 6 events required medical or surgical intervention. It was noted that none of these events had been previously reported to medtronic. It was also reported that in four cases the device did not perform as expected in terms of the ability to achieve thrombolysis in myocardial infarction (timi) flow 3 as a result of a thrombus and infarction.